Event description:
It was reported that the tip of the unit broke off inside the knee of the pt. Further, the tip was not retrieved. It was further reported that the procedure was delayed for an hr.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.